Event description:
It was reported that there was an atrial lead warning, a steady decrease and low lead impedance measurements in the right atrial lead. It was further reported that no interventions have been performed or planned and the lead and patient continue to be monitored. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.